Event description:
Knee was now bone on bone (left knee) [osteoarthritis aggravated] knee would swell up when it was injected (left knee) [injection site joint swelling] lack of efficacy/ injections no longer had any effect with no reported adverse event (left knee) [device ineffective]. Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient). Initial information received on 21-mar-2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves an elderly male patient whose knee was now bone on bone (left knee), knee would swell up when it was injected (left knee) and lack of efficacy/ injections no longer had any effect with no reported adverse event (left knee) after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. On an unknown date, the patient received synvisc one injection in his left knee at a dose of 6 ml once intra-articular (strength: 48mg/6ml, lot, expiry date, and indication - unknown). Information on batch number was requested. On an unknown date after an unknown latency patient had received synvisc-one injections in his left knee for four or five years. After all those years the injections no longer had any effect (device ineffective) as his knee was now bone on bone (osteoarthritis) and that his knee would swell up when it was injected (injection site joint swelling). He then had a knee replacement. Action taken: not applicable for all the events. Corrective treatment: knee replacement for knee was now bone on bone (left knee), and not reported for knee would swell up when it was injected (left knee). Outcome: unknown for all the events. Reporter causality: not reported for all events. Company causality: reportable for knee would swell up when it was injected (left knee) and not reportable for rest of the events. Seriousness criteria: intervention required for knee was now bone on bone (left knee). A product technical complaint (ptc) was initiated on 21-mar-2023 for synvisc one (batch number: unknown) with global ptc number (B)(4). The sample status was not available. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 27-apr-2023 with summarized conclusion as no assessment possible. Additional information was received on 27-apr-2023 from healthcare professional (quality department). Ptc results along with strength were added. Text amended accordingly. Upon internal review, event-knee replacement was deleted. Corrective treatment of event-knee was now bone on bone (left knee) was updated.

Event description:
Had a knee replacement (left knee) [knee replacement]. Knee was now bone on bone (left knee) [osteoarthritis knee]. Knee would swell up when it was injected (left knee) [injection site joint swelling]. Lack of efficacy/ injections no longer had any effect with no reported adverse event (left knee) [device ineffective]. Case narrative: this case is linked to case ID (B)(4), (B)(4), (B)(4) (multiple device suspect used for the same patient). Initial information received on (B)(6) 2023 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves elderly male patient who had a knee replacement (left knee), knee was now bone on bone (left knee), knee would swell up when it was injected (left knee) and lack of efficacy/ injections no longer had any effect with no reported adverse event (left knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. On an unknown date, the patient received synvisc one injection in his left knee at a dose of 6 ml once (lot, expiry date, strength, route and indication - unknown). Information on batch number was requested. On an unknown date after an unknown latency patient had received synvisc-one injections in his left knee for four or five years. After all those years the injections no longer had any effect (device ineffective) as his knee was now bone on bone (osteoarthritis) and that his knee would swell up when it was injected (injection site joint swelling). He then had a knee replacement (knee arthroplasty). Action taken: not applicable for all the events. Corrective treatment: surgery was received for the event knee arthroplasty and not reported for other events. Outcome: unknown for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: medically significant and intervention required for the event knee arthroplasty. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves elderly male patient who had a knee replacement (left knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.